Manufacturer narrative:
A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product device was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump failed calibration. No patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and had a damaged battery knob. The customer stated problem was duplicated. Inoperable dso (downstream occlusion) sensor was replaced. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: catalog number: 21-2120-0105-01. D4: correction: model number: 2120. H4: correction: device manufacturing date: 23-jun-2020.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 13-jun-2022 via email and attached to complaint object: all issues found with these pumps were found during testing and repair at customer facility.